Event description:
It was reported from (B)(6) that the patient reported the controller switches from one power port to the other one before batteries are down to 25%. The batteries were replaced and there was no patient effect. There were 5 batteries returned to the manufacturer. This MFR report is 1 of 5 related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The following batteries were reported; however, it is unknown which of these batteries are involved in this complaint and all will be tested. 1650de, (B)(4) , power switching; 1650de, (B)(4), power switching; 1650de (B)(4), power switching; 1650de (B)(4), power switching; 1650de (B)(4), power switching. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This is one of five reports (3007042319-2015-00336, 337, 338, 339 and 340) submitted for devices related to the same patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed. Analysis of the devices revealed that (B)(4) met specifications; the batteries passed visual inspection and functional testing. Analysis of the battery (B)(4) revealed that the device failed to meet specifications; (B)(4) failed functional testing due to a faulty internal cell pair. Per log file analysis, it was determined that (B)(4) was not in use during the reported event date. Based on this finding, the faulty cell pair is considered an incidental finding. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to a communication error between the controller and battery. This is report one of five reports (3007042319-2015-00336, 00337, 00338, 00339, 00340) submitted for devices related to the same event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.